Event description:
The customer stated that she was hospitalized due to gastroparesis, as well as other diabetes related issues. Attempted to troubleshoot, but the insulin pump kept giving an alarm. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.